Event description:
Delay of IV solution infusion during alarm condition reported. A medwatch received from the customer stated: "pt receiving thrombolytic in ER pump alarmed "cassette" with heparin infusion. Changed tubing: no more alarm." Add'l info was requested, but no further info was available.